Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the foreign object is likely due to the reprocessing deviating from the instruction manual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.